Manufacturer narrative:
Additional information: section h imdrf annex b grid, device eval by manufacturer upon investigation of the actual device used in this incident, it was determined that the device had failed to show medication ID as active medication even though the item was set in our pharmacy formulary in cerner and the pyxis server. A technical support specialist (tss) had dialed into the server and was initially unable to locate the medication ID in either the facility or pharmacy formulary. After verifying that no active order existed and reviewing the station database, an error indicated that the item was non formulary. The tss then reconnected to the server, confirmed the medication in the facility formulary, unloaded it from the station, deleted it from the formulary, approved it, entered the required settings, and reloaded the medication. Following the knowledge article order not available, item not in formulary, the medication was manually added to the pharmacy formulary on the server webpage. The issue was resolved after these steps were completed.the system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had medid not shown as an active medication at the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had medid not shown as an active medication at the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had medid not shown as an active medication at the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.